Manufacturer narrative:
The m300 was returned for evaluation. A functional test of the m300 did not show any issues, errors or malfunctions during testing. Log analysis showed that the m300 discharged during the time of event and it was reported a discharge banner was displayed on the m300. The ics logs did not show a user induced discharge at the ics, however the ics showed a discharge banner at the central station. A network capture was requested to see if there were network issues during the event, however was not available. The reported symptom was verified in the m300 log, but could not be reproduced during testing. Therefore, no root cause could be determined. This complaint is an isolated occurrence.

Event description:
See initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the m300 automatically discharged itself at the ics (infinity central station). This was only discovered when the ward received a call reporting the patient was nonresponsive due to a cardiac event and asked what the heart rate was. The ward staff did not check if the patient had a pulse prior to CPR but the patient was fine after this. The patient was transferred to another telemetry m300 with no further issue reported.